Event description:
(B)(4): patient was admitted on (B)(6) 2013 with evidence of a right ica occlusion. After being screened and consented, patient was enrolled as a roll-in patient in the (B)(4). After three passes with the separator 3d with 4max aspiration, the patient was recanalized to tici iib flow. Headache: post-op on (B)(6) 2013, patient developed a headache. The clinical research coordinator at the hospital reported this of "possible" relationship to both the penumbra system and separator 3d. This was confirmed by the principle investigator on (B)(4) 2013 given "it is entirely 'possible' for a patient to develop a headache after a foreign body (device) has been traveling within the cerebral vasculature". This event resolved on (B)(6) 2013 fever: post-op on (B)(6) 2013, patient developed a fever. The clinical research coordinator at the hospital reported that this was of "uncertain" relationship to both the penumbra system and separator 3d. This was confirmed by the pi on (B)(4) 2013, given "it is entirely 'possible' for a patient to develop a fever after a foreign body (device) has been traveling within the cerebral vasculature but we felt that we were 'uncertain' of this". Both events were reported in the (B)(6) on (B)(4) 2013. That day, the penumbra clinical research associate followed up with the coordinator to confirm the relationship ratings in both cases. The coordinator responded in a phone call to penumbra clinical trail coordinator on (B)(4) 2013 which was also documented by email on the same day. The coordinator was also informed of the ae reporting time requirements for penumbra.

Manufacturer narrative:
Conclusion: as stated by the physician, the reported events are expected patient events during these types of procedures. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Hospital disposed of devices.